Event description:
PICC line inserted in late 2008, cut at 14 cm, inserted to 12 cm and pulled back 2 cm. The next day at 2015, turned infant over, noted that the PICC line had broken at the hub. Dates of use: 2008. Diagnosis or reason for use: per md order.